Event description:
It was reported during use by customer cardiosave intra aortic balloon pump (iabp) had air loss alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields:a2,a3,a4,b4,b5,b6,b7,d10,e1(event site mail),g3,g6,h2,h6(impact code)h11 corrected field is d8,e3,e4,g2,g7,h6(component code) additional contact person name is (B)(6).

Event description:
It was reported that prior use the intra-aortic balloon pump (iabp) had air loss alarm. No patient involvement.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.